Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® short external hex parallel walled implant, 5mm(d) x 6mm(l) (boes506) was returned for investigation. Visual evaluation of the as returned product identified some damages (dents and scratches) on the collar area, most likely from retrieval process. The device had no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus) as it is medical event. However, measurements were taken using a caliper. Device history record (DHR) review was completed for the subject lot number 2018091490. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018091490) and no other complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: a2: age at time of the event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because it perforated the sinus during placement of the implant. Patient will have to return in 3 months to complete the procedure.